Event description:
The customer reported to philips that it signals that the battery is flat. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.